Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the severely calcified and severely tortuous mid right coronary artery (rca). A 3.00x24m promus element plus stent was selected to treat the target lesion; however the device was unable to cross the lesion despite several attempts. When the device was removed from the patient, it was noted that the tip of the stent was scraped. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.